Manufacturer narrative:
The hfd100 skull clamp assembly was evaluated and tested. The device performed within specification - no discrepancies were observed. It is undeterminable whether user error contributed to the event. Data is not available from the hospital to assess the specific application of the skull clamp to the patient.

Event description:
At the beginning of a morning case on (B)(6) 2017, the (B)(6) male patient was being prepped in supine position. The neurosurgeon heard an audible "click" and felt the patient's head shift into a "chin tuck" position. The two neurosurgeons checked everything and found navigation to be inaccurate. The patient was re-registered, tightness points were verified to be satisfactory, and the case continued as planned. There were no injuries or adverse effects reported.